Manufacturer narrative:
The insulin pump was monitored for five days and had no time loss or gain noted during our testing; no time clock anomaly noted. The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test transmitter and blood glucose meter test communicated properly to the insulin pump. The insulin pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted; no delivery anomaly noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a time clock anomaly. The insulin pump was losing time. The insulin pump was delivering too much insulin. He used around 45 units so far. The reservoir was showing the same amount of insulin as shown on the status screen. The customer experienced a low blood glucose level. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.